Manufacturer narrative:
It was reported that the patient experienced a syncope event while at work while wearing the mcot sensor - 3.0. The mcot sensor - 3.0 was not returned for device evaluation. Evaluation was completed by the medical office and found that system worked as intended so there isn't a need for technical investigation.

Manufacturer narrative:
The events transmitted during the patient study were reviewed by medical affairs. The patient had 1 pause trigger on (B)(6) 2022 at 2250 est. This event was reviewed by a cardiac technician and /determined to be sinus rhythm (sr). The patient had another pause trigger on (B)(6) 2022 at 2136 est. This event was also reviewed by a cardiac technician and determined to be sr. This study was force-deactivated on (B)(6) 2022. During the patient's second prescription, the patient had patient initiated event (pie) trigger for fainted on (B)(6) 2022 at 1838 est. The event was received, reviewed by a cardiac technician, and determined to be sinus rhythm. The patient was contacted to confirm the faint event; the cardiac technician spoke to patient, patient reports she did not faint, and no further notification efforts were warranted. There were pause triggers received on (B)(6) 2022. All events were reviewed by a cardiac technician and determined to be sinus rhythm. There were 2 pie triggers on (B)(6) 2022 for symptom skipped beat; skipped beat; both pies were reviewed by a cardiac technician and determined to be sr with isolated rare pvcs. There was 1 pie trigger (no symptoms recorded) on (B)(6) 2022; this was reviewed by a cardiac technician and determined to be sr. There was 1 pause/asystole trigger on (B)(6) 2022; this was reviewed by cardiac technician and determined to be sr. Medical affairs confirms the interpretation of the events. Based on the currently available clinical information, the events received for technician review were appropriately triaged and interpreted.

Event description:
It was reported that on (B)(6) 2022 that the patient experienced a syncope event while at work while wearing the mcot sensor - 3.0. The following morning the patient had another event while still wearing the device and passed out while driving their car. The patient reported to the emergency department (ed) and when the mcot sensor - 3.0 was interrogated it was reported that no events showed up on the monitor. On an unknown date after the patient reported to the hospital after passing out, however this time the patient was not wearing the mcot sensor it was decided the patient was to go back on 30-day mcot prescription. After about 3 weeks on service the patient had another syncope event, and the patient was called to report that they had a 17 second pause and needed to go the ed. The patient was admitted to the hospital and later had a pacemaker implanted. The patient believes that the due to the first mcot sensor not working properly they did not receive proper care and therefore, has a delay in treatment.